Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.

Event description:
New information indicates that post-paced t-wave oversensing (pptwos) had reoccurred on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.